Event description:
Per the clinic, it was reported that there was a delay during initial implantation surgery for approximately 4 hours performed on (B)(6) 2024 due to unknown cause. The surgery proceeded and the patient was successfully implanted. There are no reports of patient injury associated with this event. Additional information has been requested but has not been made available as of the date of this report.